Manufacturer narrative:
2/9/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a pulmonectomy procedure. Reportedly, the instrument was difficult to open. The surgeon removed the instrument and there was tissue loss upon removal. The surgeon used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.